Event description:
Manufacturing ref. #(B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site, no fault was found and no parts were replaced. Device logs were downloaded and sent for evaluation. The ventilator device was upgraded to a newer software version, simulated test ventilation for 24 hours, and pre-use check was performed without faults. The unit was returned back to customer for clinical use. Evaluation of the received device logs shows no stop of ventilation at any date. The review of the technical log do however confirm panel restarts. The reported event was found to be a user interface restart. A user interface restarts during ongoing ventilation will not affect the ventilation, the ventilation continues without interruption. It will not be possible to change ventilation settings until the restart is completed, which will be visually apparent to the user. The software has been improved and as stated in the service manual the latest released system sw version is always recommended. The software upgrade was performed by our field service engineer during the investigation at the hospital.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. Manufacturing ref. #: (B)(4).